Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming testing) has been confirmed. Upon investigation the electrode belt failed a incoming testing. The cause for the failure was isolated to a nicked pulse wire in the cable connecting the distribution node (dn) to the rear therapy electrodes. The root cause for the nicked wire was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt failed incoming testing.